Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose level ranged from 153-163mg/dl.